Event description:
A malfunction was reported, indicated by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was informed they could continue using the pump, with instructions to call back if issues reappeared.